Event description:
Stent strut bent.

Manufacturer narrative:
The report we received from out affiliate indicated that the coronary angiogram revealed 90% stenosis of the proximal left circumflex artery. The lesion was de novo and very calcified. Pre, intra and post-procedure medications listed were aspirin and plavix. A 6f jl 3.5 guiding catheter was successfully engaged and wired with a wizdom guide wire. The lesion was pre-dilated with a 2.25 x 20 mm aqua t3 balloon at 8 atm. The physician tried to cross the cypher to the lesion, but it could not be crossed through the lesion. He pushed several times but, he felt something stuck. Angiogram showed that the stent strut looked like almost dislodged, so he carefully pulled it out. As reported, "after removing stent and he saw strut was hung and crushed front part of strut." A taxus stent was then implanted. There was no major adverse coronary event (mace). The product is not available for evaluation and testing. Additional information will be submitted within 30 days from receipt.